Manufacturer narrative:
Additional information: b3, date of event. All information reasonably known as of 31 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
User facility MDR 4100120000-2020-8026 is included as an attachment. A review of the device history record is in-progress. The actual complaint product was not returned for evaluation. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
MDR user facility report # 4100120000-2020-8026 received (B)(6) 2020 indicated "patient was noted to have acute desaturation. Et [endotracheal] tube noted to be at 20cm." Approximate age of device "1 day." Additional information received 24-jun-2020 indicated there was no harm to the patient. Tubing was detached from the unit at the point of suction.

Manufacturer narrative:
Corrected data: d4. Per review it was determined that the original lot number reported was not a valid avanos lot. A review of the device history record is not possible as a valid lot number was not provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 26 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.